Event description:
On (B)(6) 2013, the pt underwent a trial procedure and received two leads from the same lot. Post-op, the pt experienced numbness in her legs and pelvis when stimulation was on. As a result, the pt deactivated stimulation. Afterwards, the numbness in the pt's legs subsided. The numbness in the pelvis subsided the following day. When stimulation was activated on (B)(6) 2013, the pt experienced a sensation that was not to her liking. In turn, the pt's leads were removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.